Manufacturer narrative:
Investigation not complete at the time of this report. A f/u report will be submitted with investigation results.

Event description:
The complaint alleges that after 2 hours of placement of the laser tube, the user noticed that the ventilation was not working properly because the saturation was decreasing. As a result, the laser tube was removed.